Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. The insulin pump was unable to perform excessive no delivery test due to motor error alarms. The motor was tested outside the insulin pump and passed. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.